Event description:
The customer's wife reported via phone call that the patient was hospitalized due to low blood glucose. Customer's blood glucose was 50 mg/dl. The customer was admitted to the hospital and was treated with shots. The customer was still in the hospital and will monitor the insulin pump. Customer will call back if further assistance is needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).